Event description:
A medtronic ent representative reported that prior to a procedure, they attempted to upload fusion 2.2.2 software. After installing, attempted to launch ear, nose & throat (ent) software but was unsuccessful. The navigation system halted on loading, please wait for approximately 10 minutes. Trouble-shooting did not resolve the issue. The surgeon opted to discontinue the use of the navigation to continue and completed the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Registered nurse (rn) charge nurse declined to provide patient demographic information. RMA issued. Replacement computer shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that in testing, it was verified that ent launch stopped at loading, please wait... Re-imaged computer and loaded ent 2.2.2 and computer then launched software properly. A medtronic representative performed a navigation system check-out. Computer was replaced and reported issue was resolved. System performed as intended.

Manufacturer narrative:
Suspect computer was evaluated. Testing results as follows: verified that ent launch stopped at "loading, please wait...". Reimaged computer and loaded ent software and computer then launched software properly. Computer passed all subsequent testing after reimaging. Corrupt operating system directly caused event.